Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The battery voltage on (B)(6) 2016 was 2.62 volts. Recommended replacement time (rrt) had not triggered. Concomitant medical products: 693558 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's device reached unexpected longevity of less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.